Event description:
The implantation surgery was conducted on (B)(6) 2014. The fluid did not flow through the device during surgery. Pumping worked, however, the fluid did not flow without pumping. Since the situation did not change even by changing the pressure up to around 130mmh2o, another product was implanted. The patient¿s condition is stable after the surgery.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm a problem. The lot number is cppbr3, serial number (B)(4), product code 82-3842.the position of the cam when valve was received was 120mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3842, with lot number cppbr3, conformed to the specifications when released to stock on the 27th march 2014. No root cause could be determined, as no problem was found with the valve. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.